Event description:
It was reported that the caller's pump screen was dark and would not turn on. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to ensure the pump was not plugged into a power source and to press the center of the button with the tip of their finger, but the pump display did not turn on. No additional information was received regarding the outcome of the event as the call was dropped and an attempt to call back received no answer.